Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited instances of noise and oversensing resulting in atrial pacing inhibition. Boston scientific technical services (ts) reviewed device data noting the signal appeared consistent with mv sensor interference. Lead measurements were found to be stable and within normal limits. The physician elected to keep the mv sensor programmed on as the patient was reported to benefit from therapy enhancement. No adverse patient effects were reported.